Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found cracked enclosure and tank cover, wear and tear damaged line cord, front cover, and block assembly, and an outdated printed circuit board (pcb) and power switch. Event history log review was not applicable. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The pot on the pcb that is used to adjust the temperature is damaged. The root cause of the damage was related to user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Hold for ab 6.16 information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is not heating up. No patient adverse events reported.